Manufacturer narrative:
Patient was born in (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed worsening symptoms and was admitted with pronounced, irregular, dystonic head tremor and an irregular action tremor of both hands. The symptoms are worse than baseline. The physician recommended that the stimulation be gradually reduced and began treatment of clonazepam. The event was assessed as possibly related to the procedure and unlikely related to the stimulation and hardware. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient was admitted for an explant and reimplant of the leads, extensions and ipg. The patient was discharged to a rehabilitation clinic and the event remains not resolved. No further information could be obtained.

Event description:
A report was received that the patient developed worsening symptoms and was admitted with pronounced, irregular, dystonic head tremor and an irregular action tremor of both hands. The symptoms are worse than baseline. The physician recommended that the stimulation be gradually reduced and began treatment of clonazepam. The event was assessed as possibly related to the procedure and unlikely related to the stimulation and not related to device hardware. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the leads, extensions, and ipg.

Event description:
A report was received that the patient developed worsening symptoms and was admitted with pronounced, irregular, dystonic head tremor and an irregular action tremor of both hands. The symptoms are worse than baseline. The physician recommended that the stimulation be gradually reduced and began treatment of clonazepam. The event was assessed as possibly related to the procedure and unlikely related to the stimulation and not related to device hardware. No further course of action will be taken.

Event description:
A report was received that the patient developed worsening symptoms and was admitted with pronounced, irregular, dystonic head tremor and an irregular action tremor of both hands. The symptoms are worse than baseline. The physician recommended that the stimulation be gradually reduced and began treatment of clonazepam. The event was assessed as possibly related to the procedure and unlikely related to the stimulation and not related to device hardware. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30 serial/lot:(B)(4) description: dbs directional lead sterile kit 30 cm. Model: db-2202-45 serial/lot:(B)(4) description: dbs directional lead sterile kit 45cm. It is indicated that the associated leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the event was resolved.

Event description:
A report was received that the patient developed worsening symptoms and was admitted with pronounced, irregular, dystonic head tremor and an irregular action tremor of both hands. The symptoms are worse than baseline. The physician recommended that the stimulation be gradually reduced and began treatment of clonazepam. The event was assessed as possibly related to the procedure and unlikely related to the stimulation and not related to device hardware. No further course of action will be taken.